Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle could not be determined. The investigation did, however, confirm that the customer¿s reprocessing was performed in accordance with the IFU. Therefore, it is likely that the foreign material adhered in the air/water nozzle was not sufficiently removed, which caused clogging. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope: ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal protruding, dents, deformation, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera lll gastrointestinal videoscope had poor air/water supply with poor drainage. Upon inspection and testing of the returned device, it was noted that there was a foreign object in the nozzle due to insufficient cleaning. The procedure was completed without an issue. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to clogging of the nozzle. The bending angle in the up direction and the play of the up/down knob were out standard value due to wear of the angle wire. There were scratches noted throughout the device. The connecting tube and control unit had discoloration. The adhesive around the light guide lens and paint on the scope cylinder were peeled. The connecting tube had a wrinkle and the adhesive on the bending section rubber had a chip. It was also noted that the image had white dots due to damage to the charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.